Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: visual examination of the provided photos identified explanted total knee arthroplasty components, including a femoral component, tibial tray, polyethylene insert, and fixation hardware. The polyethylene bearing shows evidence of fracture, including a large section of material loss or damage. Biological debris and blood are present on all components, consistent with in vivo use. The device history record was reviewed and no discrepancies relevant to the reported event were found. X-rays were provided and reviewed by mmi they state that there is narrowing of the medial and lateral compartments consistent with polyethylene wear. A moderate joint effusion was also noted, which along with the loosening may suggest infection. Mild osteopenia was present. A definitive root cause cannot be determined for the bearing fracture. No problem found in regard to the infection. Fracture is confirmed based on provided picture. Infection cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient was revised 13 years post implantation due to infection. Photos received of the explanted devices show wear of the bearing. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: 141361 - tibial tray - 2008041091. 167024 - femoral component - (B)(6). G2: event occurred in australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental report will be submitted.